Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2017 with coolsculpting to the bra roll/back fat area using a cooladvantage coolcurve plus applicator. The patient was treated on (B)(6) 2017 with coolsculpting to the bilateral under arms using a coolmini applicator. Following treatment the bra roll/back fat area developed firmness and visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the bilateral upper back area with paradoxical hyperplasia (ph). On (B)(6) 2020 and (B)(6) 2020 the treated areas were injected with kybella without any effect or improvement. On (B)(6) 2021 the patient was assessed again by a physician and was diagnosed with paradoxical hyperplasia to the right side bra strap/flank area.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2017 with coolsculpting to the bra roll/back fat area using a cooladvantage coolcurve plus applicator. The patient was treated on (B)(6) 2017 with coolsculpting to the bilateral under arms using a coolmini applicator. Following treatment the bra roll/back fat area developed firmness and visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the bilateral upper back area with paradoxical hyperplasia (ph). On (B)(6) 2020 and (B)(6) 2020 the treated areas were injected with kybella without any effect or improvement. On (B)(6) 2021 the patient was assessed again by a physician and was diagnosed with paradoxical hyperplasia to the right side bra strap/flank area.